Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient had si joint pain relief initially before reporting to a new surgeon with complaints of a recurrence of pain symptoms. The surgeon determined that the middle positioned implant was too proud of the ilium and was irritating the tissues around the proximal end of the implant. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the middle implant with chisels as it was solidly fixed in bone. He then added different hardware into the explant void. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.